Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: a review of the black box history indicated data was overwritten on the reported event date. A review of the pump history revealed the last basal delivery was on (B)(6) 2013. No activity outside normal use was noted in pump history. The total daily dose added up correctly and revealed the programmed basal target rate. The pump powered on to display the ¿verify¿ screen. The pump was primed and exercised for 24 hours; no alarms or delivery interruptions occurred during testing. The force sensor was found to be within calibration. The pump passed a 29 hour flow accuracy test. The pump cover was removed; no intermittent conditions were found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient was hospitalized twice for diabetic ketoacidosis (dka). A physician¿s office requested that the reporter (a diabetes educator) follow-up with an elderly patient again, to be sure the patient was using the pump correctly. It was said that the patient was using pump correctly as of (B)(6) 2013. The first hospitalization was reported previously (mw #2531779-2013-09289). This report is being submitted for the second incident. It was reported that in april the patient¿s blood glucose (bg) was 500-600 mg/dl and dka was diagnosed. The patient remained on the pump while hospitalized. Customer technical support reviewed the pump settings and infusion set techniques, and did not find any issues. The patient was said to be a poor historian and reported multiple health issues including hypertension and renal failure. It was reported that the patient recently endured the unexpected death of a spouse, who had done much of the pump management. The patient claimed that the pump malfunctioned but no evidence was found during the phone call contact. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemic event.